Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they had to have their first device removed due to infection. It was unknown when the infection occurred. They had a second device implanted. No further complications were reported. The patient was implanted for spinal pain.